Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for primary delivery of an unspecified solution, at a rate of 10 ml/hr and the delivery was started. No further programming parameters were provided. On an unspecified date and time, the device was programmed for piggyback delivery of an unspecified antibiotic. No specific programming parameters were provided; however, it was reported that the vtbi (volume to be infused) was programmed for 22 ml more than the actual volume in the secondary container. The nurse reported the additional vtbi was used to act as a reported flush. After an unspecified length of time, the nurse noted 2-3 ml of antibiotic remained in the drip chamber and the tubing set was filled with fluid, instead of the expected empty drip chamber and secondary tubing set. It was reported that the remaining antibiotic was not delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including when the device was removed from clinical service.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.